Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2004 and the mesh was implanted. The patient experienced mesh erosion, bowel and urine incontinence, severe acute pain, left leg weakness and numbness, bloating in lower pelvis over years causing pain and illness. No further information is available.